Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles in tubing and device. The patient also alleged of having respiratory issues, shortness of breath, fatigue, mental cloudiness, cough. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles in tubing and device. The patient also alleged of having respiratory issues, shortness of breath, fatigue, mental cloudiness, cough. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found an unknown contaminant on the front panel and top enclosure, evidence of liquid ingress to the blower and the blower box. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device was hooked up to power supply, airflow was verified and the device operated properly. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of a dark, unknown contaminant, cloudiness appearance in the water tank,dust contaminant on the water tank lift tray, unknown contaminant and an unknown dust contaminant on the flip lid seal and the flip lid. The manufacturer also found an unknown dust contaminant on bottom enclosure, evidence of liquid ingress on the heat shield, bottom cover, and heater plate, an unknown dust contaminant on the heater plate. The manufacturer concludes evidence of sound abatement foam degradation/breakdown.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles in tubing and device. The patient also alleged of having respiratory issues, shortness of breath, fatigue, mental cloudiness, cough. The previous report had the awareness date of 1/21/2022, which was incorrect. The correct awareness date is 10/18/2021. The correct awareness date is updated in g3 section.